Event description:
It was reported that the pump delivered a bolus without user input. The customer's blood glucose (bg) level subsequently decreased to 2.6 mmol/l. Customer attempted to treat her low bg at home by consuming one liter of juice and administering a glucagon injection. However, when this did not resolved the issue, an ambulance was called and customer went to the emergency room (ER) only. In the ER, customer received intravenous fluids of saline which successfully resolved the issue. A full pump system check was performed and no issues were identified with the pump, cartridge, or infusion set supplies. The customer did not sustain any injury nor permanent damage and was released from the ER the same day.